Event description:
Broviac catheters come pre-printed with black ink indicating where to clamp the catheter. Over time, the ink fades and clinicians do not know to clamp in a specific section. They are clamping the catheter itself resulting in line breakage. Please see attached "safetygram" that we created for our hospital. Also see reports (B)(4). Dates of use: current. Diagnosis or reason for use: long term IV access. Event reappeared after reintroduction: yes.